Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system disk was full and a system failure occurs. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was in clinical use and no patients or users were injured, however the patient's involvement and the procedure outcome are unknown. A philips field service engineer (fse) went onsite and confirmed that the image disk was full, and the image was not completely filled. The system logfiles were checked. The fse attempted to recreate the image store and reload the image processing computer (ippc) software without success. To resolve the reported issue, the fse replaced the allura haswell image processing computer (ippc) and the allura haswell monoplane host pc, hard disk due to the compatibility issue with the new allura haswell ip-pc and returned the old ip-pc to philips for further analysis. The analysis confirmed the ip-pc's malfunction since it failed pxe-hdd bay and the drive was not detected. The system was returned to good working order by replacing the allura haswell ip-pc and allura haswell host pc, as well as the hard disks with upgraded software to r1.0.30.10. The codes were updated based on the investigation outcome.